Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that post-implant, after the patient was closed, an atrial lead dislodgement was confirmed with a chest x-ray. The pocket was opened and the lead was repositioned. At that time, the physician also wanted to put more slack on the ventricular lead, so it was detached and reattached. The patient went asystolic, there was a lead warning and polarity switch; the device had reverted to unipolar. When put back into the pocket, it began to pace. When attempts were made to reprogram the ventricular lead back to bipolar, the patient again went asystolic. The device failed to pace. Lead measurements were good through the analyzer, and the ventricular lead was reinserted into the device, with asystole again. The device was removed and replaced, with appropriate pacing, and the leads remain in use. There were no further patient complications reported as a result of this event.